Manufacturer narrative:
(B)(4). Upon reassessment of the reported event based on additional information received it was determined that, the malfunction is not reportable as it did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event based on additional information received it was determined that, the malfunction is not reportable as it did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when inserting the mini baseplate during a shoulder surgery, the strike plate on the inserter handle broke off. The surgery was completed without difficulty or harm to the patient.